Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient received an occlusion alarm while wearing the pod on his hip/buttocks for between 4 and 24 hours. Her son woke up at 4:30am and his bg was 400mg/dl. She provided a correction bolus at this time, she estimated for around 5 units of insulin. At about 7:00am, his bg read high (>500mg/dl). At 8:30am, her son was vomiting and weak and could not stand, so they brought him to the hospital. The mother stated that her son told her that the pod had beeped and he just pressed the home button, and the pod only started beeping loudly and alerted them to remove the pod when they got to the hospital after 9:00am. Patient was admitted to the hospital for two days and diagnosed with diabetic ketoacidosis. Mother stated the pod was discarded. The patient was treated with intravenous therapy fluids. He was prescribed zofran for nausea. He had blood work done every four hours to ensure his ketones were trending down. They also gave him insulin shots while at the hospital.